Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to charge a battery pack. There was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The roto cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.